Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the end of the usb cable was worn and the customer needed to apply force to securely plug in the usb cable into the pump usb port. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.